Event description:
The facility representative reported a colleague infusion pump that alarms. This condition has the potential to interrupt delivery. It is unknown when the event occurred. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer's reported condition of a colleague infusion pump with alarms was confirmed and reproduced during evaluation. The cause of the reported condition was determined to be defective user interface module printed circuit board (uim pcb). The uim pcb was replaced to fix the reported condition. Additional investigation is being conducted through CAPA-(B)(4). A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. This involved a remediated colleague 2006 infusion pump with user interface module master software version 6.13.90.